Event description:
The customer's spouse called to report that the customer passed away in the hosp. It was stated that the customer was hospitalized for about three hours prior to the event. The customer was wearing the pump at the time of death.